Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the colibri handpiece device had insufficient/low power, sticky trigger, mode switch stuck, unexpected noise, vibration and jammed/seized. It was further determined that the device failed pretest for check power with the test bench, check for sticky triggers, check for the attachment coupling and general condition. It was noted in the service order that the device stopped working during the surgery. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI: (B)(4).